Manufacturer narrative:
(B)(4). Health professional: clinician. Additional 510k number - k013227. The reported device has been received for investigation. The investigation has not begun. Once investigation is completed, a follow up medwatch will be submitted.

Event description:
It was reported that the implant could not be stabilized into the osteotomy and that the implant mount fractured at tooth location #14. There was no report of patient injury, medical intervention or additional procedure.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: event: it was reported that the implant mount fractured at tooth location #14. There was no report of patient injury, medical intervention or additional procedure. Expiration date: 31 aug 2022. UDI: (B)(4). PMA/510k: (B)(6)2019. Follow up. Type of reportable event: malfunction. If follow-up, what type: additional information, device evaluation. Device evaluated by MFR: yes, evaluation summary attached. Device manufacture date: 14 aug 2017. Method, results, conclusion codes. Manufacturer narrative. The reported device and implant mount were received for evaluation. Visual inspection identified that the mount and implant are fractured. The reported condition of a fractured implant mount was confirmed. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. A complaint history review was completed for the reported device lot for similar events. No other complaint has been identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the implant could not be stabilized into the osteotomy and that the implant mount fractured at tooth location #14. There was no report of patient injury, medical intervention or additional procedure.